Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with no device alarms or interruptions to insulin delivery and no noted leakage or visible infusion set issues; the highest reported glucose was 300 mg/dl, elevated for approximately 90 minutes, and the user had not eaten. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no assistance required, no ketone testing, and no use of backup therapy; glucose levels began to decline after an infusion set change performed with agent guidance. Investigation included remote troubleshooting and user education, including set replacement and follow-up verification of glucose trend. Investigation of this case revealed an unclear cause for hyperglycemia with no device alarms, and no confirmed malfunction of the infusion set or pump. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.